Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the ax55g stapler successfully fired and the tissue resected before opening the instrument. When the device was opened, it was realized there were no staples present in the instrument, since there were no staples in the tissue. The surgeon had to suture the anastomosis. There was no further harm to the pt. The case was extended 1 hour.